Event description:
Stereotactic biopsy attempted (B)(6) 2014. Wand basket was empty (no specimen) with a broken wire. Reimaged the breast, adn wire fragments were noted. Informed pt of occurrence and offered surgery to remove specimen and retained wire fragments or reattempt stereotactic biopsy hoping to removed retained wire and calcifications of concern. Pt opted to reattempt stereotactic biopsy. Specimen was obtained on second attempt with some wire fragments. Post biopsy images show remaining wire in the breast. No further treatment reported. No complications reported. On (B)(6) 2014 it was reported that pt also received skin burn from vapor during procedure. Topically treated with silvadene.

Manufacturer narrative:
Conclusion codes: applicable to skin burn from vapor, appicable to wire breakage.